Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4), lot number 7561610. Note: the date of implantation is unknown. It was reported as either 1992 or 1993. No exact information is known about the date of implantation. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 400cc and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 400cc on (B)(6) 2018.

Manufacturer narrative:
On 06/20/18, it was reported incorrectly that affected product was saline mentor smooth round moderate plus profile 400cc and concomitant product was saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4), lot number 7561610. The correct information is that affected product is mentor saline breast implant of unknown type and the concomitant product is mentor saline breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/22/2018, it was reported to mentor that the following event took place on 06/11/2018: it was reported to mentor that the first ever silicone gel breast implants date of implantation was in 1992. The deflation was spontaneous. The patient had no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/13/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.4 cm within an area of shell wear on the anterior aspect. Two rents measuring approximately 3.5 and 1.7 cm within an area of shell wear on the posterior aspect. Additionally, another rent measuring approximately 2.8 cm was observed within an area of shell wear affecting both aspects. No other anomalies were observed. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).